Event description:
Customer alleged one of the rails would not go up.

Manufacturer narrative:
According to a hill-rom technician, patient left intermediate siderail was not latching due to siderail cover slightly bent in the way of the latch. Replaced cover and siderail now works as specified.